Event description:
Patient presented to the physician with a persistent shocking sensation at the tongue. The patient reported pain during eating, speaking, and tongue movement. Physician brought the patient into the operating room and removed the entire inspire system.